Manufacturer narrative:
Two samples were received for evaluation. The first sample appeared to be in used condition. The molded lock nut was completely detached from the stopcock and showed significant lateral cracking, along with haziness near the fractured area. In contrast, the second sample remained sealed in its original packaging, with the luer lock fully intact and no visible signs of damage. These findings suggest that the issue is likely occurring during product use rather than being a manufacturing defect present in unopened units.

Event description:
It was reported that a three-way stopcock was used on patient to infuse medication. The staff noticed that the connection line was loose. It crumbled and fell off when she tried to tighten it. She got another one and found that one connection line was also broken and leaking 2 to 3 hours later. The effect on the patient in this instance was inconvenience.

Manufacturer narrative:
E1:(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.